Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring before the malfunction and no recurrence of the code after pump reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions and assistance to reset pump, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.